Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument had three staples within the cartridge. The anvil of the instrument was observed to be tilted and attached to the instrument. No knife impression was observed along the cutline impression in the cutting ring/mylar cover; however, the crush ring was observed to be crushed. Microscopic examination noted nicks on the knife blade. The three original staples were left in place, and the instrument was reloaded with 4.8mm staples into the empty pockets. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is applied against an excessive amount of tissue during the clinical application. Using the instrument over indicated tissue range may compromise staple formation. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of a tilted anvil with no knife impressions. Replication of the observed condition to firing if the device is closed over an excessive amount of tissue which compresses the crush ring. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis of the rectum on a laparoscopic rectosigmoidectomy, the warhead was docked on the stapler and the green mark appeared after firing was done. It was stated that there was a cut but staples did not clip. A colostomypouch was placed to perform a new procedure in the future.